Manufacturer narrative:
A single board computer (sbc) was returned to covidien/medtronic¿s product analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified and the issue was isolated to software. The issue will continue to be internally investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the screen froze upon power up. The ventilator was not on a patient at the time of the event. Repair will be completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.